Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the hemostatic valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the hemostatic valves on the inner face, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave pulsed field ablation (pfa) catheter into the faradrive sheath, aspiration of 20 cc of blood to flush the sheath was performed, and air bubbles were observed from the distal part of the catheter. The catheter was exchanged, however, the air ingress issue persisted. The sheath was then replaced, and the procedure was completed successfully with no further air ingress noted. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave pulsed field ablation (pfa) catheter into the faradrive sheath, aspiration of 20cc of blood to flush the sheath was performed, and air bubbles were observed from the distal part of the catheter. The catheter was exchanged, however, the air ingress issue persisted. The sheath was then replaced, and the procedure was completed successfully with no further air ingress noted. No patient complications were reported. It is unknown if the sheath is expected to be returned for analysis.